Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a high blood glucose, with the highest cgm reading of 320 mg/dl on an fsl3+ sensor, after being disconnected from cgm for a period and later reconnecting; the patient uses an inset infusion set on the abdomen, had recently changed supplies, verified the site was intact without leaks, observed drops when filling the tubing, had insulin remaining in the reservoir, and was instructed to change the infusion site and rotate locations; the device involved was the ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.